Event description:
Consumer reported that tampon pledget fell apart upon removal. On (B) (6) 2008, consumer went to the doctor. No pledget pieces were found at that time and the consumer was treated with medication for a possible infection.

Manufacturer narrative:
Consumer did not have any product from the original package/lot to return. Product from a different package and lot was returned to MFR. Visual attribute inspection of returned product did not indicate defects.